Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined the cause of the reported issue was due to loose battery pins. After tightening the battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off. The power off issue occurred when the customer moved the device from the stretcher to the squad bench in the ambulance. They obtained an unknown back-up device and continued to monitor the patient with the back-up device. There were no adverse effects to the (B)(6) female patient, due to the reported issue.